Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact technical support if the malfunction code appeared again, which the caller acknowledged and understood.